Event description:
During a mastectomy, the clips have a slight scissoring effect, and did not stay securely on the vessel. Clips pulled off easily, causing bleeding. A new instrument was used to complete the case. There was no reported patient consequence.